Event description:
It was reported that the tip of the small pointer was broken off during inspection by the manufacturer sales representative at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device not yet returned for investigation.

Manufacturer narrative:
The reported event that the tip was broken off was confirmed through visual inspection. During the device evaluation, it was unable to be determined what caused the broken tip. The device was repaired and put back into stryker stock.

Event description:
It was reported that the tip of the small pointer was broken off during inspection by the manufacturer sales representative at the user facility. There was no patient involvement and no adverse consequences associated with the device.